Event description:
The lay user/ patient contacted lifescan alleging that the product was having the following unresolved power related issue: one touch ultralink would not power on by inserting the test strip into the test strip port. There were no allegations or harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.